Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and carrier tube were returned fully mated and in rear lock position. The suture and clear stop marker were deployed and the suture cut distal to the clear stop marker. The angio-seal device was returned for evaluation. The device was in fully deployed condition with no damage or issues noted. As a result, the complaint was unable to be confirmed for a deployment issue. The exact root cause could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: material manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The angio-seal did not deploy properly at the left common femoral artery (cfa). A hematoma formed immediately after, and the collagen was sticking out from the skin. The patient was doing fine and was discharged with no bleeding or hematoma. Manual pressure was applied within the area. There was no bleeding present; however, the collagen and string were visible at the puncture site. Pressure was held until the patient was brought to the recovery area and was monitored until discharged. No issues were observed when the angio-seal was deployed. Bleed back was confirmed when introducing the arteriotomy locator. The procedure performed was a lower extremity angiogram. The blood loss was less than 250cc. Additional information was received on 27oct2025: the procedural sheath size used was a 3 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion or withdrawal of the device. A pre deployment angiogram was performed. The hematoma was approximately three (3) inches in diameter. There was no concomitant devices used with the angio-seal. The patient did not have a history of a bleeding disorder. The patient was not on daily blood thinning medication. The posterior wall of the artery was not punctured. Additional information was received on 28oct2025: the patient was stable.